Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming when they would press the act button. Customer stated their blood glucose levels were 566 mg/dl and 366 mg/dl two days prior to the issue. Customer also stated they have gone through a body scanner while attached to the device and are treating their high blood glucose levels with manual insulin injections. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was 110 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The device passed the self test and no unexpected error alarm noted during testing. The unit had cracked reservoir tube lip.